Event description:
The customer reported an "oil mist filter issue". The customer stated that there was no physical complaints reported. The asp field svc engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse found the "mist filter leaking through the catalytic converter after oil heated up". The fse replaced the oil mist filter, the o-ring, and the top retaining screw. He ran an empty test load, and the unit was operational. Oil mist.